Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a foreign material possibly came out from the subject device and fell off within a patient during a therapeutic procedure. The user facility reported that the air/water feeding function of the subject became unavailable during the therapeutic procedure while there was no irregularity in the functions during the inspection before the procedure. The user facility also reported that after the procedure, foreign materials about 50 cm in length came out from the air/water cylinder when a reprocessing staff at the user facility flushed the cylinder using an air compressor. It was reported that during the inspection before the procedure, the air/water feeding function did not work properly but the function recovered after several connection/disconnection of the scope connecter of the subject device to light(air/water feeding) source. In addition, the user facility reported that the physician noticed a foreign material on the distal end of the subject device before the procedure, but he wiped the foreign material and used the subject device for the procedure. The device had been reprocessed with an olympus endoscope reprocessor oer-4. (Not available in the u.s.a) the procedure was completed with the subject device. There was no report of patient injury with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation, omsc inserted the brush to the instrument channel and the suction channel to check if there is a obstruction, but there was no problem in the channels. Component analysis for the foreign material confirmed that the main component was protein. Based on the above evaluation result, it was surmized that the foreign material was a human tissues or bodily fluid remained during the procedure. The instruction manual of the device has already warned as follows; "if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope."

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".